Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be exhibiting high out of range shock impedances on the right ventricular (rv) lead. The impedances were greater than 125 ohms. In addition, the rv lead exhibited noise which was oversensed and resulted in inappropriate shocks. A revision procedure was scheduled and the rv lead was surgically abandoned and replaced. The ICD was also changed out. A fluoroscopy was performed, but no visible damage was observed on the lead. No additional adverse patient effects were reported.